Manufacturer narrative:
Title: comparison of two circular-stapled techniques for esophageal cancer: a propensity-matched analysis source: front. Oncol., 16 december 2021. Https://doi.org/10.3389/fonc.2021.759599. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of study performed between january 1, 2014 and december 31, 2017 of a retrospective study analyzed outcomes of circular-stapled anastomosis using an oral anvil device with those using a transthoracically placed anvil in patients who underwent minimally invasive ivor lewis esophagectomy. In the oral anvil group of 112 patients, a 25mm company circular stapler was used with a 25mm anvil to complete the esophagogastric anastomosis. A linear stapler was also used to transect the esophagus but was not related to any complications. In the non-oral anvil group of 75 patients, a pursestring was hand-sewn using a company suture device and a different manufacturer circular stapler was used for the anastomosis. Postoperative complications included: anastomotic leaks, anastomotic stricture and wound infection. Anastomotic leak was diagnosed by oral methylene blue test or upper gastrointestinal radiography. Anastomotic stricture was diagnosed by endoscopy or barium contrast medium esophagram and required at least one dilation for treatment. It was noted that the average length of postoperative hospital stay was 13 days for both groups.